Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported the application freezes during exams. The device was in use on a patient. There was no patient harm or injury reported.